Event description:
The wheelchair had a power surge and took off trapping her foot in the bathroom. Required 10 stitches. The original event description was not correct. A female pt using a 4 1/2 year old wheelchair was moving from the kitchen to the bathroom. She did not turn the unit and ran into the stove in the kitchen. Problem - dealer stated joystick was not returning to neutral properly. Not current joystick module. Returned for inspection. While there is considerable damage to the joystick module, the unit is returning to neutral properly. Joystick was tested on bench and driven on a wheelchair and was working properly. User error was the cause of the accident. Damage to joystick - joystick knob with protective boot completely gone. Manual states "do not use the joystick if the boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately." Failure to maintain product.

Manufacturer narrative:
We are sending a letter to the user. Reminding the user per the manual: to stop using the unit when it is damaged, until the unit is fixed. Wear shoes when riding the unit. It is likely that the user was not wearing shoes at the time of the accident. Because of recent dealer service history in '07 and '08, the pt user's physical and/or mental abilities may be deteriorating. Recommend unit be reprogrammed to match her abilities and/or a doctor review her capabilities to determine if the user is still capable of using the unit safely.